Event description:
It was reported, "adjustment knob that holds handle in place is stripped on rollator" and "height adjustment screw is stripped."

Manufacturer narrative:
It was reported, "adjustment knob that holds handle in place is stripped on rollator" and "height adjustment screw is stripped." No additional information is available. It has been determined that the reported event could cause or contribute to a serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.